Event description:
A pt in a hosp outpatient care facility was found in cardiac arrest. The health care attendant mistakenly believed the pt was asleep, so pt downtime was unk. The facility crew connected to a pt who was determined to be in full arrest. Reportedly, the device continuously prompted connect electrodes and could not be used to analyze the pt rhythm. A hosp manual defibrillator was used to administer defibrillator therapy to the pt. The pt was not resuscitated. There was no reported association between the reported event and pt outcome.